Event description:
The reporter stated that the surgeon was attempting to insert a visian icl (implantable collamer lens) model micl 13.2mm and the haptic tore. The surgeon realized it as the lens was exiting the injector and the lens was not completely in the eye, no patient injury.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows there are portions of a plate haptic torn off and missing. There is a clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.